Event description:
On (B)(6) 2013, the patient contacted animas stating the meter read "high" on (B)(6) 2013 and that she experienced a blood glucose (bg) value of 601mg/dl with frequent urination and was hospitalized. The patient reportedly was treated via insulin drip at the hospital and her bg reportedly went down to 200mg/dl. The patient stated that she discarded the cannula at the hospital so it was unknown if the cannula was bent. The patient reportedly continued to bolus even though she had not changed out her site/set for 5 days. Customer support (cs) reviewed the prime history of the pump and noted that the patient was not priming the tubing correctly when she changed out the site/set. There were reportedly several prime volumes including large primes noted in pump history and an occlusion alarm. Additionally, it was noted that the patient was not performing the fill cannula step. During troubleshooting, it was also noted that all programming/settings were found to be correct and that there was no indication of a pump malfunction. Cs advised the patient to change out the site/set every 2 to 3 days, to perform the fill cannula step every time the site/set is changed out and to prime the tubing until at least 5 drops of insulin come out of the tubing. This complaint is being reported due to the patient experiencing a hyperglycemic event while using insulin pump therapy. Use error contributed to the reported as the patient was not performing the fill cannula step, was not aware that she needed to check for insulin drops when priming the tubing and had continued to prime the pump multiple times without changing out the site/set.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump¿s history showed dates starting at (B)(6) 2013. Any information from the event date was overwritten in the history due to continued use of the pump. The available history showed no alarms associated with the complaint. The total daily doses added up to correctly reflect the user¿s programmed basal rates. A (B)(4) hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.